Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, an insulation abrasion was noted on the right ventricular lead. Upon interrogation, the lead exhibited high threshold and impedance anomaly. The lead was capped and replaced. The patient was stable.